Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the thoracic grasper instrument was not grasping. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of the instrument not grasping could not be confirmed. The instrument was placed on an is3000 system and driven. Recognition and engagement of the instrument passed. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. Functional performance testing did not find any issues. An additional observation not reported by the site was tube damage. The black tube insulation was found to be damaged at the distal end. The tube insulation was gouged on one side and had a .100" x .030" piece missing roughly 3.35" above the snake wrist. There were also other areas at the distal end where the insulation was scratched with no material removal. Evidence is not conclusive, but the damage was likely due to mishandling/misuse. No other damage was found. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.